Manufacturer narrative:
As reported, an 8f 23 cm brite tip catheter sheath introducer (csi) broke off inside the patient. The physician was figure 8 suturing the access site to remove the sheath when this occurred. Manual removal was attempted with no success. The patient was then converted from monitored anesthesia care to general anesthesia for vascular surgery to make an incision and extract the sheath. The sheath tip was removed successfully from the patient. The device was not returned for evaluation as previously expected. Without the return of the device or images for analysis, the reported customer event ¿catheter sheath introducer (csi)-separated¿ could not be confirmed. Procedural/handling factors such as inserting or withdrawing the device against resistance may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure, and withdraw the csi. Insertion procedure. Remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi. Discard the sheath appropriately.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, an 8f 23 cm brite tip catheter sheath introducer (csi) broke off inside the patient. The physician was figure 8 suturing the access site to remove the sheath when this occurred. Manual removal was attempted with no success. The patient was the converted from monitored anesthesia care to general anesthesia for vascular surgery to make an incision and extract the sheath. The sheath tip was removed successfully from the patient. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Event description:
As reported, an 8f 23 cm brite tip catheter sheath introducer (csi) broke off inside the patient. The physician was figure 8 suturing the access site to remove the sheath when this occurred. Manual removal was attempted with no success. The patient was the converted from monitored anesthesia care to general anesthesia for vascular surgery to make an incision and extract the sheath. The sheath tip was removed successfully from the patient. The device is being returned for evaluation.

Manufacturer narrative:
This report is related to medwatch # (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.